Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one unknown device needle. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the needle was received broken in the jaws of the subject device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic hysterectomy, they had a difficulty toggling the needle. They had to cut the needle and use a new reload to resolve the issue. There was a patient involved in this event but no injury was reported.